Event description:
It was reported that a pad and pump mattress would not inflate.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that would not inflate was determined to be reportable.